Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip would not engage it was sluggish trying to get the clip out the medium-large clip applier instrument. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to attempted to clamp on a vessel or tissue bundle. The issue is related to unsuccessful clip application (incomplete close of clip). The medium-large hem-o-lock clips were used during the procedure. The vessel or tissue bundle greater than the specified diameter suggested in the (instructions for use) IFU. The issue occurred on the 1st clip application. The issue was resolve with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip, causing misalignment of the grip-tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage.